Event description:
Sorin group (B)(4) received a report that the touchscreen of the double roller pump panel was intermittently unresponsive. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The double roller pump touchscreen is component of the system. The 510(k) number for the system is k103762. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touchscreen of the double roller pump panel was intermittently unresponsive. There was no report of pt injury. Sorin group (B)(4) has requested that the device be returned for eval. To date no product has been returned. The investigation is ongoing a follow-up report will be filed when the investigation is complete.